Event description:
Pt had bifurcated abdominal aortic talent endograft for abdominal aortic aneurysm in 1998. Pt was admitted with leaking abdominal aortic aneurysm status post stent in 1998. In 2000 angiogram revealed a large type I endoleak at the posterolateral aspect of a talent aortoiliac stent graft, and also severe eccentric stenosis at the junction of the right external iliac and right common femoral artery, possibly iatrogenic related to arterial puncture. The latter was treated with deployment of a 7mm 4cm palmaz stent with subsequent arteriogram showing good anatomical result and no residual stenosis. Pt was scheduled for a surgery but the day before at 18:44 pt had bradycardia in 40's and stopped breathing. CPR was started and pt died. Device placed on compassionate basis at another hosp.